Event description:
The customer reported fluid leaked at the right side, within the instrument involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting with the customer via the telephone and determined the fluid leak was caused by a disconnected tubing at the sweep flow bubble trap (vc2). The fse instructed the customer to reattach the disconnected tubing and resolved the fluid leak issue. The instrument was returned to normal operation. (B)(4).